Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿

Event description:
It was reported that during impella cp support for a 36-year-old female patient, a left ventricle perforation requiring a covered stent and/or balloon tamponade occurred. The perforation was detected 30 minutes after the impella cp was implanted. The impella cp was explanted as a result.

Manufacturer narrative:
The investigation into the ventricle perforation issue has been completed since the original report was submitted. The device was not returned by the user facility for investigation. Clinical details noted that perforation of ventricle occurred when CPR was being performed. The root cause cannot be determined as the pump and data logs were not returned for evaluation and limited clinical details were provided. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.